Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available. Additional information was received that the deep brain stimulation (dbs) patient was explanted due to implantable pulse generator (ipg) has reached end of service. The location of the device is currently unknown. No additional adverse patient effects were reported.